Event description:
Customer stated her (B)(6) daughter, punctured the 'thick membrane' (a term given by a physician) with her (B)(6) for kids toothbrush while brushing friday evening at bedtime on september 3rd. At the time she was in the bathroom alone and was not doing anything out of the ordinary. Mother speculates that perhaps the child's arm slipped. Daughter came downstairs, her mouth bleeding. Daughter was immediately taken to (B)(6) hospital in (B)(6). Daughter was sent home the same evening but not allowed to eat anything until she was seen by the ear nose throat specialist the next day, she was prescribed a soft diet and put on pain medication and an antibiotic.